Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs7byj9. Hardware: sm-s931u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose to the 400 mg/dl range while wearing the pod for an unspecified duration of use. The pod reportedly was coming loose from the infusion site on their arm, causing the cannula to dislodge. The patient reported noticing a little bit of swelling and pain from the infusion site, ¿like a mosquito bite¿. Additionally, the patient mentioned they received error notifications for automated delivery restrictions and missing sensor values. As treatment, a new pod was applied.